Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/30/2025, a sales representative reported via email that an ar-4020p-06 fastthread peek interference screw with disposable sheath broke during insertion. All of the screw fragments were removed, and there were no negative effects on the case duration or ability to complete it. This was discovered during a btb acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/08/2025: a non-arthrex product was used to complete the case. There was no case delay, and no added anesthesia was administered.